Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient lost effective therapy due to ipg reaching normal end of life. During surgical intervention wherein the ipg was replaced, there were high impedances found on both leads. As a result, both leads were explanted and replaced to address the issue. Effective therapy was restored post-operatively.